Event description:
The capsule was torn as the lens was implanted. The lens was removed and replaced with an anterior chamber lens. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00038 for the intraocular lens used with this delivery device.